Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the operating room for system implant. During the procedure, the atrial lead became dislodged after being implanted. The lead was repositioned and it was discovered that the lead exhibited no sensing. The lead was explanted and replaced with no issues. The patient did not suffer any adverse event and was stable throughout the procedure.